Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to reporter that she was hospitalized for high blood glucose and the reading was over 500 mg/dl. Troubleshooting was performed and the insulin pump passed the prime and high pressure tests. Explained that the insulin pump did not need to be replaced at this time.